Manufacturer narrative:
The investigation excluded reagent issues as there were no further cases reported and a correct rerun was performed using the same reagent. The field service engineer (fse) changed the sample probe, sample pipettor assembly, and sample syringe. The fse conducted instrument tests and confirmed the module was performing again within specifications. The investigation determined the issue was caused by a component malfunction. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received a questionable crp4 (crp) result for one patient sample tested on a cobas 6000 c 501 module. The initial result was not reported outside of the laboratory. The initial result was 0.12 mg/dl. The repeat result was 11.44 mg/dl. The repeat result was deemed the true value.  The reagent lot number is 661347. The expiration date was requested but not provided.